Event description:
The customer reported that both of the monitors were not working. This resulted in a loss of the live image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image processor board and ps2 power supply voltage was adjusted. The system was then found to be operating as intended.